Event description:
It was reported that during a laparoscopic procedure a part of the metal outer sheath broke off inside the patient. The broken off part could not be found and an x-ray was taken. It could be confirmed that no metal part is inside the patient.

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).